Event description:
It was reported that the patient experienced burning pain and discomfort at their spinal cord stimulation (scs) anchor site. The physician assessed that the pain was caused by the placement of the anchors. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent a revision procedure where the anchors and leads were explanted and replaced. The patient is doing well post-operatively. The devices were discarded by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 7072380. Product family: scs-linear leads. Upn: m365sc2366700 . Model: sc-2366-70. Serial: (B)(4). Batch: 7072961. Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 7072979. Product family: scs-linear leads. Upn: m365sc2366700 . Model: sc-2366-70. Serial: (B)(4). Batch: 7072373. Product family: scs-lead fixation. Upn: m365sc43180 . Model: sc-4318. Batch: 29280665. Product family: scs-lead fixation. Upn: m365sc43180 . Model: sc-4318. Batch: 26890198.